Event description:
It was reported that the patient underwent a posterolateral lumbar fusion surgery, l5-s1, using rhbmp-2/acs and posterior instrumentation to treat disk herniation and stenosis. The post-operative period was marked by increasingly severe pain and weakness in the patient's left leg and foot. The patient returned to the surgeon 69 days post op reporting back and leg pain. The surgeon diagnosed left lumbar radiculopathy. MRI of the lumbar spine showed a cystic mass in the posterior disc space extending to the left foramen, resulting in compression of the s1 nerve roots. The surgeon noted the appearance of bone overgrowth from the l5-s1 fusion. Three days later, the patient underwent a revision surgery to remove ectopic bone growth that was compressing the nerves. Per the operative notes, "a fair amount of scar was encountered in the epidural space. This was removed until the l5 nerve root was identified. There was a thick rubbery mass suggestive of early bone formation in the foramen. This was removed. Unfortunately this was intimately adhered to dura and therefore there was a tear in the dura causing a cerebrospinal fluid leak. The leak was repaired". Additionally, during the revision surgery, posterior instrumentation was placed on the right side of l5-s1. Pathology results for the removed mass were as follows: "epidural mass. Regular connective tissue with focal chronic perivasculitis, fibroblastic proliferation, and myomatous degeneration. Prominent nerve tissue. Negative for definitive malignancy." The puncture of the dura resulted in a 4-cm wide cyst which compressed the spinal cord causing additional severe pain. 18 days after the revision surgery, the patient returned to the surgeon reporting left leg pain, foot drop, issues with her range of motion, and muscle spasms. Additional evaluation conducted showed little or no improvement in the patient's symptoms. MRI showed a small pseudomeningocele at the l5-s1 site. The surgeon opted to treat the symptoms conservatively. The patient was sent for physical therapy. Approximately 2.5 years later, the patient underwent another revision surgery to remove undisclosed hardware inserted in the initial fusion surgery. At that time, the surgeon noted additional ectopic bone growth that required removal, but was unable to remove it at that time. An MRI study indicates that the patient had "more bony bridging posteriorly along the lateral margin of the interbody fusion." This bony bridging had led to "more encroachment upon the left l5 nerve root." Reportedly, the patient has been forced to take time off of work, and has great difficulty working. The patient suffers continuous pain in her back and legs from everyday activities, such as sitting or standing for extended periods of time. The patient continues to suffer significant pain, cramping and spasms going up her back, as well as weakness in her left leg.

Manufacturer narrative:
Review of radiographic images dated 8/07 show tlif l5-s1 with single side pedicle screws. Films dated (B)(6) 2007 MRI shows cystic structure behind the interbody device which has a bony rim which could be compressing exiting nerve at l5. Films from (B)(6) 2001 after revision surgery, a large cystic structure is now apparent on the left which extends out to limits of paraspinal muscles suggestive of pseudomeningocele. MRI from (B)(6) 2008 still shows pseudomeningocele, but it appears smaller. Films from (B)(6) 2009, the cyst/ pseudomeningocele has resolved. Fusion appears solid. No clear nerve compression remains. Pedicle screws appear bilateral now. CT from 2011 shows good fusion, no lysis.

Manufacturer narrative:
Review of radiographic images found an (B)(6) 2007 film showed a lateral approach via sextant construct with capstone l5-s1 with good position of unilateral screws on the left. MRI on (B)(6) 2007 post-op shows good screw position with cyst forming behind spacer some dorsal and medial pressure applied to dura. MRI post-revision films dated (B)(6) 2007 show surgical decompression of area of cyst now with large pseudomeningocoele which is contiguous. T1 axials show some improvement in dural compression over previous studies. Axial t2 image dated (B)(6) 2008 show more symmetry in dural sac with decrease in size of pseudomeningocoele. Images dated (B)(6) 2009 show good resolution of pseudomeningocoele, no clear ectopic bone, and no stenosis. An MRI dated (B)(6) 2001 shows small amount of ectopic bone on the left side behind the cage. Bilateral pedicle screw scars seen l5 and s1. CT dated (B)(6) 2011 shows mature ectopic bone in the left l4 foraminal root area.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent "l5s, plif" and that post-op, "ectopic bone growth, chronic radiculitis, multiple revision surgeries, ectopic bone growth removed twice."